Manufacturer narrative:
Product analysis: could not confirm the customer comment. The epg passed functional test at reception. The epg case was opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies found with functional test and performance test by test console. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off by itself during use with a patient. The battery had been replaced with a new one. The epg was replaced with another device. The epg is expected to be returned for servicing. No patient complications have been reported as a result of this event.